Event description:
The examination was very painful: vagina [vulvovaginal pain]. Couldn't find the string, gynecologist said it must have come out on its own: tampon [device dislocation]. Case narrative: consumer reported via social media that she couldn't find the tampon string and went to the doctor. Doctor did an examination and found no tampon string. Consumer believes tampon string came out on its own. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
The examination was very painful - vagina [vulvovaginal pain] malfunction hazard-cord; detached, unraveled, coming apart¿ I couldn't find the string..went to clinic, and they couldn¿t find it either¿must have come out on it¿s own [foreign body in reproductive tract] when I went to change the tampon, I realized that I couldn't find the string, gynecologist said it must have come out on its own - tampon [device breakage] case narrative: consumer reported via social media that she couldn't find the tampon string and went to the doctor. Doctor did an examination and found no tampon string. Consumer believes tampon string came out on its own. No serious injury reported.